Event description:
I was treated with a co2 laser for vaginal atrophy and got a very bad burn in my vagina. I had the treatment at my primary care doctor's office. I could barely walk after the treatment and went to the emergency room where I was given burn cream and pain medication. It has been 3 months now and I am still having problems with pain in my vagina and I am not sure if I am healed fully yet.